Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a piece of metal was found in the eye at the one day post-operative visit from a procedure. The surgeon reported that the metal could have come from the irrigation/aspiration tip but "most likely it is the phaco tip". There have been no known consequences to the patient secondary to the retained fragment. Additional information and a product sample have been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number; device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
This is the first complaint reported for this finished good lot. Review of the device history record indicates the order was built to specification. The root cause for the customer complaint issue cannot be determined.(B)(4)